Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced with a non-rechargeable and MRI compatible device. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 1 year ago from date manufacturer was made aware.